Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer inspected the drawer and did not find anything visibly wrong. However, the hardware testing application continued to show errors for the drawer, while the other sub drawer appeared to be fully functional. The fse performed a bench test of the drawer controller board and determined that the issue was caused by a faulty board. The fse replaced the board, and all relevant tests passed in the hardware testing application. The customer was able to access the storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the user stated that they had replaced multiple cubies throughout the day because they popped out when attempting to recover storage space. After replacing the third cubie, the entire drawer failed. The user attempted to recover the drawer and also rebooted the cabinet, but neither action resolved the issue. The system reported that the drawer was not opening, although it actually was. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.